Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid, vomiting and abdominal pain. The breach in aseptic technique was not further described. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal, frequency and duration were not reported), imipenem injection (500mg in one bag, per day, intraperitoneal, ongoing) and amikacin injection (500mg, start dose followed by 100mg in one bag, per day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis, cloudy fluid and vomiting however, the patient has recovered from abdominal pain. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.